Event description:
Upon balloon angioplasty, in preparation to proceed with possible stent placement, the patient had a type iii cs/IV perforation in the proximal lcx, which could not be successfully sealed with two pk papyrus covered stents (the second stent is reported separately). Eventually, the patient needed a CT surgery with an emergent sternotomy but the patient passed away but as stated by the hospital, unrelated to the devices.

Manufacturer narrative:
The affected pk papyrus stent systems were not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report, death summary) was reviewed to establish whether a device deficiency contributed to this event. The review of the product release documentation confirmed that the devices were manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. It should be noted that the IFU advises the user to select the stent size to match the diameter of the vessel to achieve a final stent diameter to vessel ratio of 1:1. The treating physician rated the outcome as not device related and not procedure related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.